Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post fourth generator changeout, the would never healed. Approximately three months later, the entire implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.